Event description:
It was reported by the rep that the device was used during an abdominal hysterectomy. It was reported no staples would fire. Another stapler was used to complete the case. There was no consequence to the pt.